Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/14/2016 with the following findings: dim / lavender/display. Battery compartment cracked below and above grip pad. The black box verified the pump time, date reset to default after por. Time, date reset to default was duplicated during investigation. Pump was open to investigate, internal battery component was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, cracked casing and dim display. This report is made based on the results of an investigation completed on 8/14/06.